Event description:
The following information was provided: clinical event information: they were doing a mako total hip replacement when the orthopaedic reg was removing the acetabulum checkpoint pin the head of the pin broke off from the pin. Leaving the tip of it retained in the patient. The surgeon and registrar tried to retrieve it, but it was buried in the bone. X-ray completed to confirm location. They were doing a mako total hip replacement when the orthopaedic reg was removing the acetabulum checkpoint pin the head of the pin broke off from the pin. Leaving the tip of it retained in the patient. The surgeon and registrar tried to retrieve it, but it was buried in the bone. X-ray completed to confirm location. Theatre coordinator informed.